Event description:
On (B)(6) 2012 neurotherm received a report that a neurotherm generator nt2000, 10cm reusable stainless steel electrode (no serial provided), and 10cm, 5mm tip smk needle (no lot provided) were involved in an incident that had not been previously reported but was reported to neurotherm as a follow up action from the hospital investigation of the event. Dr. (B)(6) of (B)(6) notified sales representative (B)(4) details of the event. The patient had been receiving pain treatment because of pain in the abdominal wall, after several laparotomies, specifically pain at the right side near the umbilicus. Treatment decision was injection of the nerves in the abdominal wall and perform radio frequency lesion. Needle tested sensoric in punctum maximum; lesion 90 seconds 80 degrees two times. The result was accidental puncture of the small intestine resulting in acute abdomen day afterwards with the need of a laparotomy. This is use of the device off label.